Manufacturer narrative:
The device was not returned to olympus; however, a service technical inspection was performed by a third party, and the reported allegation noise in the image, and cable unit was peeled off, metal part sticking out was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited noise in the image, and the cable unit was peeled off with metal part sticking out. There was no patient involvement.